Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2017-05-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-05-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-05-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-05-31 (B)(4). FDA conclusion code(s): heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-06-30, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-07-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2016-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the metal connector on the controller was sharp and damaged the battery cables. The damage caused the battery connections to be loose. The batteries were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had a tremor which may have contributed to the damage on the output cable connectors of the batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: g1, g2. Product event summary: visual inspection revealed marks on all the battery connector due to attempts of mating with the controller connector. The damages that was observed did not affect the functionality of the device; the battery was able to adequately connect to a controller. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller and/or due to the handling of the device. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0 and damaged battery connectors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product event summary: five batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed functional testing but during the visual inspection it was discovered that the batteries¿ output cable connectors were damaged/worn out. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or the handling of the devices. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Battery (B)(4) product event summary: the returned battery passed functional testing but failed visual inspection. Investigation is ongoing. Additional products: battery (B)(4). (B)(4). Product event summary: the returned battery passed functional testing but failed visual inspection. Investigation is ongoing. Battery (B)(4). (B)(4) product event summary: the returned battery passed functional testing but failed visual inspection. Investigation is ongoing. Battery (B)(4). (B)(4) product event summary: the returned battery passed functional testing but failed visual inspection. Investigation is ongoing. Battery (B)(4): (B)(4) product event summary: the returned battery passed functional testing but failed visual inspection. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a tremor which may have contributed to the damage on the output cable connectors of the batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.